Event description:
The initial reporter received questionable albumin, creatinine and c-reactive protein (crp) results from an unspecified number of patient samples tested on the cobas 8000 c702 module. The reporter was able to provide the following examples of discrepant results: albumin: the initial result from the module was <2 g/dl. The repeat result from another c702 module was 17 g/dl. Creatinine: the initial result from the module was <5 umol/l. The repeat result from another c702 module was 87 umol/l. Crp: the initial result from the module was 18. The repeat result from another c702 module was 64. The unit of measurement was not provided.

Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. Reagent issues were excluded as no further cases were reported and correct rerun were performed with the same reagent. On the field service engineer's (fse) initial service visit, he inspected the module and verified that the rinse stations' nozzles and tubings were working according to specifications. He noted that the levels of cuvette wash were adequate, but the concentration of sodium for the sodium hydroxide detergent (naoh-d) was borderline. He replaced the valves, gear pump head, and solenoid valves. He performed a precision check with acceptable results. On the fse's follow-up service visit, he replaced valves and the sample and reagent probes. He adjusted the wash levels. He again performed a precision check with acceptable results. The customer performed qc with acceptable results. The investigation determined the service actions resolved the issue.